Event description:
Customer reported an unexpected negative result on a known anti-k sample tested with capture-r ready screen 4 (crrs 4) and capture-r ready ID (crrid) on galileo.

Manufacturer narrative:
Review of images:sample is a known anti-kell.crid lot id121: all wells were negative, pos cntl was clearly positive.crs4 lot k234: all wells were negative, pos cntl was clearly positive.tested returned samples on in-house galileo using retention crss 4, lot k234 and retention crrid lot id121. Returned sample was negative for both tests on galileo.tested returned samples manually in tube test using retention panocell-10:sample ID cell 4°c rt 37°c ict(B)(4) cell 1 (k / k) -/+ -/+ neg 1+(B)(4) (dtt treatment) cell 1 (k / k) neg neg neg -/+(B)(4) cell 2 (k / k) neg neg neg negaccording to the results of tube test, the sample appears to be an antibody of igm and igg (weak) type.